Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. After the PICC line had been in place for approximately one week, leaking was noticed and a hole was found just distal to the suture wing. The PICC line was replaced.